Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5165034 / 7074973.

Event description:
It was reported that the patient was experiencing worsening pain at the pocket site. It was also noted that the stimulation pattern changed to anterior when the patient was moving heavy boxes. It was unknown if the pocket site pain was device related. The patient underwent an explant procedure. The explanted ipg and leads were not returned by the medical facility.